Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance (greater than 125 ohms). Subsequently the device was deactivated (remains implanted) and the right ventricular (rv) lead was capped/abandoned. A s-ICD device was implanted. The ICD device is not expected to be returned at this time.